Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient woke up with blood glucose levels over 500 mg/dl. She had not been wearing a pod since the day prior. She activated a new pod that morning when her levels were already high. She gave herself a bolus of 4.05 units. Three hours later, her bg levels were 480 mg/dl and 30 minutes after that, they went up to 497 mg/dl. She decided to seek a medical treatment and called someone to take her to the ER (emergency room), where she was diagnosed with high blood glucose. She was treated with 1 bag of IV fluids and was given insulin intravenously. Patient stated that they did blood work and that it was normal; her kidney function was a little elevated but nothing to worry about because according to the doctor, it might be because it was hot that day. The pod was not removed and she wore it for the entire 3 days. She spent approximately 4 hours at the ER before she was released, her bg levels were likely in the low 200's mg/l when she was released.